Event description:
The device was used during a thoracoscopy procedure. Reportedly, the instrument was difficult to close and a component disengaged into the pt's cavity. The surgeon used a grasper to remove the component and a new instrument to complete the procedure. The hosp has reported no pt injury occurred.